Event description:
Updated information received: patient underwent surgery to treat stenosis at l3, l4, l5. The broken instrument tips were able to be retrieved with no complications to the patient.

Manufacturer narrative:
Patient underwent surgery to treat stenosis at l3, l4, l5. The broken instrument tips were able to be retrieved with no complications to the patient.

Event description:
It was reported that the tip of the kerrison is damaged and the tip of the pituitary broke during an unknown procedure. No patient complications were reported.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect has been identified at the level of the broken sections. The damages are consistent with applying excessive loads to the instruments during the grab of tissues or bone. Some investigations have been performed on the design of the pituitary which have found that due to the delicate nature and the variety of uses for this instrument, the root cause is determined to be due to wear over time as this may require the use of greater force on the instrument which could lead to breakage. Wear can also occur sooner if the surgeon is using the instrument for purposes other than the intended use. The current design has been optimized to fulfill the surgeon's needs while maintaining the requirements to cut soft tissues. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.